Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 247 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern with all these results carol ( wife) calling back for her (B)(6) husband. Customer receive the replacement meter and is now comparing the two true metrix and is getting about 58mg/dl apart, customer states that sometimes they are only 1 mg/dl apart. Customer just got out of the hospital on (B)(6) 2017 because of a broken hip. Customer wants to go back to (B)(6) and get the meter replaced.